Event description:
It was reported that after a da vinci-assisted surgical procedure, the instrument installed on psm#2 was unable to reach some position and tip was unable close. Customer state they have already tried swap instrument to another psm and work normally, other instrument on psm#2 has same issue. Technical support engineer (tse) guided customer to check/reseat sterile adapter and site will try again. The procedure was completed with no reported injury. Intuitive followed up and confirmed that instrument was shaky and had bad friction. Issue occurred with surgeon head inside the console. Surgeon did not remove hands from controls. Issue was not resolved during procedure. Instrument is available for return. Unknown if instrument tip was able to close.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse checked the logs and found no errors about patient side manipulator (psm) 2. The fse was unable to reproduce the issue. The system was tested and verified as ready for use.